Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, the patient was being treated for a 1cm ascending colon polyp. The polyp was successfully removed and there was no bleeding post polypectomy. A resolution ii clip was placed on the polypectomy site as a prophylactic measure due to the patient being medicated on plavix. The physician reported that there was no damage to the device and the clip deployed as intended without any issues. The patient was released from the hospital. Approximately three days following the initial procedure, the patient presented to the hospital with rectal bleeding and was readmitted for treatment. The physician did not see the initial clip. In the physician's assessment, the reason for the bleeding is unknown; however, it was noted that the patient was taking plavix before, during and after the polypectomy procedure. Three resolution ii clips were placed to stop the bleeding. The patient was reported to be in okay condition following this procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.